Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07546. Additional information received stating that overnight (after the l4 leads were implanted), the patient noted bilateral lower extremity numbness and weakness. After the symptoms failed to resolve, a CT scan was ordered with evidence of the left epidural wire coursing through the intrathecal sac and terminating in the right neuroforamina. The patient returned to the or for bilateral l4 lead removal two days later. Following the lead removal procedure, the patient continued to notice numbness unchanged in distribution with mild day to day improvements. Neurology was consulted recommending no further surgical intervention and outpatient emg follow up. Per the neurology exam, at the time of consultation the patient was noted to be "romberg positive with impaired proprioception in the right ankle and toes. Decreased vibratory sense to knees bilaterally . Clumsy hks on right. Wide based gait." The patient underwent in hospital physical therapy. And was discharged home with home care approximately 5 days later.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-07546. It was reported the patient's leads (located at l4) were explanted due to the patient experiencing numbness. The patient's issue resolved over time.